Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the top half of the display screen was missing and the graphics and text were not visible. Customer's blood glucose was 214 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.